Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states: prior to removal of the packaging mandrel, carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. In this case, if an attempt was made to remove the protective sheaths in a different manner, such as, removal by pulling on the inner sheath or removal of the outer and inner sheaths simultaneously prior to exposing the longitudinal split on the inner sheath, this may have caused the reported difficulty. This interaction likely resulted in the noted damage at the proximal balloon shoulder area, causing it to leak upon inflation attempt. Although a conclusive cause for the reported difficulty removing the sheath cannot be determined, the noted damage/break and inflation issue appear to be related to the reported difficulty removing the sheaths. Based on the information provided, there does not appear to be any indication of a product quality deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product and the PMA# are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery (lad). Pre-dilatation was performed, reducing the stenosis to less than 40%. The 2.5 x 28 mm device was advanced to the lesion without resistance, but the balloon could not be inflated. When the device was removed from the patient a circular laceration was observed around the whole proximal balloon shoulder, 1 mm from the implant. The procedure was concluded with success by using another device. The patient is reported to be fine. There was no clinically significant delay in procedure and no adverse patient effects. It was further reported that during unpacking of the 2.5 x 28 mm device, there was some difficulty removing the protective sheath. No additional information was provided.